Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose value was 109 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they received a beeping sound while playing golf. They also stated that they received the open book image on the pump screen. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors were noted during testing. (B)(4).